Event description:
This spontaneous case was reported by a physician and describes the occurrence of pain ('pain') in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: product quality issue "failure of device weld". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure. The reporter commented: a laboratory analysed the used implant and uterine tissue of this explanted patient. The results showed a failure of the device weld and clear presence of tin particles in the fabric analyzed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pain ('pain') in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: product quality issue "failure of device weld". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure. The reporter commented: a laboratory analysed the used implant and uterine tissue of this explanted patient. The results showed a failure of the device weld and clear presence of tin particles in the fabric analyzed. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to record # (B)(4) to which all information was transferred, then this duplicate record # (B)(4) will be deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.